Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge one alarm during basal delivery. Upon changing the cartridge, the customer received a minimum fill notification. The customer's blood glucose (bg) level was in the 400's md/dl and insulin injections were administered to address the bg level. The customer reverted to using insulin injections to manage diabetes.